Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 17 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the adhesive was peeling off from the distal end due to physical stress, such as dropping or hitting it on a hard surface; or deterioration due to chemical stresses, such as from the cleaning, disinfection, and sterilization processes. However, a definitive root cause could not be determined. In addition, service found the air/water nozzle was clogged, causing reduced drainage of the air/water supply. The bending angulation and control knobs were out of specification due to wear of the angle wires. The adhesive rubber was cracked and the adhesive around the light guide lens was peeled off, due to chemical stresses from cleaning, disinfecting, and sterilization processes. The electrical connector showed corrosion due to fluid ingress. Additionally, several of the device components were scratched and demonstrated wear due to use and chemical stresses from cleaning, disinfecting, and sterilization processes. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported that the tip of the scope was damaged. The device was still able to be used for a therapeutic stent placement procedure, with no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the adhesive around the distal end had peeled off and air was leaking. This report is being submitted for the malfunction found during the device evaluation (adhesive peeled off).

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 10-mar-2022.